Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, impedance trends were rising over time. The ra lead was capped and remains in place. No patient complications have been reported as a result of this event.